Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the log file review. The log file spanned approximately 6 days ((B)(6) 2021 to (B)(6)2021 per the timestamp). A backup battery fault alarm activated on 25sep2021 at 02:16 due to a load test failure. The backup battery failed the load test due to the loaded voltage being under the acceptable threshold as compare to the unloaded voltage. Prior to the failed load test, the controller passed multiple load tests without issue. The alarm resolved on (B)(6) 2021 at 12:22. No other notable alarm was observed. The returned hm 3 system controller, serial (B)(6), was functionally tested with the returned backup battery, serial (B)(6). The controller operated on a mock circulatory loop for an extended period of time without any issue. The controller functioned as intended during the analysis. Multiple attempts were made to obtain additional information regarding the event; however, no response was received. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 8-¿equipment storage and care¿ and heartmate iii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. Heartmate iii instructions for use section 7 -¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 -¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including backup battery fault. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight was requested but not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient received multiple replace internal system controller battery alarms. Upon interrogation in clinic, multiple alarms were recorded. The patient had a system controller exchange, as well as the system controller's batteries replaced and reseated, but the alarms did not resolve.